Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿green haze-like¿ image¿ was confirmed. In addition, a new appearance/functional abnormality was observed: malfunction in the image capture of the main unit and crack on the video connector. Based on the results of the investigation and information obtained from this complaint, the most probable cause of the poor image quality was the malfunctioning of the image capturing unit which prevented normal communication and caused the image abnormality. The airtightness on the product could not be maintained due to crack in the connector causing moisture entry the interior of the product. The imaging inside the main unit was flooded resulting in failure. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that, a "green haze-like symptom" occurred in the upper right corner when the camera was checked on the monitor. There were no reports of patient harm.